Event description:
On oct/21/2024 pmqa received a publication from switzerland titled: ""smooth operator: nanotextured breast tissue expanders are associated with lower rates of capsular contracture" on a retrospective analysis of women undergoing expander-based breast reconstruction after mastectomy between january 2016 and march 2022. The primary endpoint was the development of capsular contracture. Strattice was used in 11 reconstructions overall. The authors also reported the following complications overall but did not specify which complications occurred in patients receiving strattice: capsular contracture ¿ grade ia - 15, grade ib ¿ 24, grade ii - 44, grade iii - 27, grade IV - 11, hematoma - 10, infection - 10, mastectomy skin flap necrosis - 17, seroma - 50, malposition - 29.

Manufacturer narrative:
Due to limited information available about each reportable event and lack of specific patient and product information in the literature article, one complaint case is being opened that is representative of all events from the referenced article. The lot associated with this event was not reported and remains unknown; therefore, a review into the device history records could not be performed. No statice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Multiple follow up attempts have been made; however, no further information has been obtained by the physician to confirm device relatedness. The reported events are being reported out of an abundance of caution.